Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. A hemostatic valve failure was reported when the dilator was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve fell into the hub. The hemostatic valve was intact. Lost blood volume was a few drops. There was no occurrence of health hazard due to reversed blood. No medical treatment was performed in association with the occurrence of adverse health effects due to reversed blood. The patient had no air contamination. No percutaneous/surgical procedures were performed in association with the patient's air contamination. The procedure was completed without patient's consequence.

Manufacturer narrative:
T was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. A hemostatic valve failure was reported when the dilator was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve fell into the hub. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster inc for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed, and no internal action were identified. Howver, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 12-jan-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)